Event description:
Additional information received reported that the cause of the event was premature battery depletion. Symptoms in addition to those already reported were underdose symptoms and less than 50% therapy relief. The patient status was reported as "alive with no injury/no adverse event". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found a low-battery reset with an undetermined cause. The battery resistance was tested and the resistance was high, but below the critical threshold. Further analysis did not show any other severe anomaly, so it was determined that it was possibly a high resistance battery that caused the low battery reset in the field.

Event description:
It was reported that the patient experienced symptoms of withdrawal, a critical alarm was confirmed, and pump was replaced. The patient was hospitalized on (B)(6) 2012 with withdrawal symptoms. The patient had withdrawal symptoms of chills, diffuse burning over her body, increased pain, nausea and vomiting. Telemetry confirmed a critical alarm was occurring due to a reset occurring. The pump log showed "reset occurred - low battery", "safe state occurred". All three errors were shown in the logs to have occurred on (B)(6) 2012, and pump was in minimum rate mode. The pump elective replacement indicator (eri) read 9 months. The patient then underwent a pump replacement on (B)(6) 2012. No further troubleshooting was done on the pump system prior to replacement. The medication in the pump was morphine (compounded), baclofen (compounded), and dilaudid (hydromorphone). No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2006 (B)(6). Product type catheter. (B)(4).